Manufacturer narrative:
Continuation of concomitant products: addrl1 ipg, implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead warning on the right atrial (ra) lead. There had been a polarity switch and the lead was unable to capture upon testing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that noise was noted on the lead.